Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose of 67 mg/dl. The customer stated that she entering the carbohydrates information for a meal she had not ate yet into the bolus wizard and the meal was delayed. No further information was provided.